Event description:
It was reported that during use of the mini trek device with a pilot 50 guide wire in the left anterior descending artery which was not tortuous or calcified, resistance or stickiness was felt during advancement and withdrawal. The pilot 50 guide wire was used with other devices during the procedure without resistance so the physician did not feel there were any issues with the guide wire. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the balloon, shaft, and contrast on the shaft, consistent with handling. The balloon was tightly folded. There was no damage noted to the balloon catheter. A pilot guide wire was returned with blood and contrast on the black polymer coating and core. There was no damage noted to the returned pilot guide wire. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. The reported difficulties were unable to be confirmed as the returned pilot guide wire was advanced through the balloon catheter straight, then looped and there was no resistance noted. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to position/remove the guide wire for this lot. The reported difficulties were unable to be confirmed and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All dilatation catheters are 100% visually inspected and checked for proper guide wire movement on the manufacturing line.